Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. There were two pumps, that when turned to zero, and an audio alarm heard, continued to turn at 0.03. The encoders of both pumps were replaced and the customer did not report any further issues. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
It cannot be ruled out that the root cause of the reported malfunction is a defective shaft encoder, likely due to encoders not sending signals correctly.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a pump used on a s5 system keeps rotating at low speed even if the speed control knob is set to 0 rpm during a procedure. There was no report of patient injury.